Manufacturer narrative:
A log review was performed for the vessel sealer instrument reported in this complaint (pn: 410322-05/ m10190923-037) and the following was found: per logs, the instrument was last used on (B)(6) 2020 on system ((B)(4)) with 0 uses remaining. The log review also identified an error 32001 occurred, which indicates the instrument blade may be exposed. No images or videos were shared for the event. An RMA was issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success. The product for this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. This complaint is being reported because the vessel sealer instrument allegedly did not adequately seal even though the generator provided a signal that indicated that the seal was complete. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted small bowel resection procedure the vessel sealer (vs) instrument would not seal the vessel. The site completed the procedure. Intuitive surgical, inc. (Isi) completed follow up with the robotics coordinator. On 7/7/2020, the robotics coordinator explained that the instrument was inspected prior to use and there was no damage found. According to the robotics coordinator, the surgical task being performed at the time of the reported issue was cutting. The vs instrument would not seal, but could cut. The surgical staff were did not observe any errors associated with the vs instrument. During the sealing sequence, the vs was reported to have produced its normal audible signal. Additionally, the robotics coordinator indicated that the vs instrument completed the seal cycle with fast audible tones which indicate a completed sealing cycle. The surgical staff swapped to a back-up vs instrument and completed the procedure with no patient injury.